Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to be fully functional. There were no damaged cables on the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted appendectomy surgical procedure, the fenestrated bipolar forceps instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had a broken cable. The damage was located at the distal tip.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.